Event description:
Caller reported damage to pump housing surrounding the usb port, impacting the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed the shipping address, instructed the caller on putting the pump into storage mode, and arranged for the replacement of the pump. The caller was advised to return the problematic pump using a pre-paid label within 10 days and acknowledged understanding these instructions.